Event description:
A report was received that the patient was explanted due to pocket site discomfort. The patient was reportedly doing fine following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.